Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a tower suddenly shut down during procedure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device suddenly shut down due to defective module controller board. The field service engineer (fse) replaced the pyxis module control controller and verified proper operation in both the application and the hardware test application. The customer confirmed the resolution. The system functioned as intended after the field service engineer repaired the device.